Event description:
(B)(4). Injury alleged. Malfunction alleged. Provider states the patient had a house fire involving the irc5lx concentrator. Both her and her husband are smokers. The end user admits she was smoking at the time. The fire damaged the floor and had extensive smoke damage. Allegedly, the tubing and cannula were on fire and melting. Per (B)(6), the machine wasn't damaged. MDR filed.